Event description:
It was reported that the attachment device would not work. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose tension screw. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.